Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead showed elevated pacing thresholds and a lead revision was scheduled. Testing was performed pre revision and normal pacing thresholds were noted but a lead dislodgement was confirmed on x-ray. When attempting to remove the lead difficulty was noted when maneuvering without the sheath in place and also an issue was noted extending the lead helix after a second attempt to extend the helix in a new location. A new lead was used. The lead being returned was noted to be slightly damaged due to the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.